Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the softclix plus lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Additional information received indicated, the patient also experienced an event of transient hypotension on the day of the index procedure. The patient was treated with medication and the event resolved the same day. The investigator assessed the hypotension event as possibly related to the carotid wallstents and unrelated to the filterwire ez.